Event description:
It was reported that during an ablation procedure the guidewire entered the pericardial space. Procedure was fine, normal transeptal and veins isolated. Lost transeptal puncture which was then rescued. On looking for the left veins with the guidewire, then wire appeared to be in the pericardial space. The sheath and farawave was pulled back into the ra and the wire left in the pericardial space. A small pericardial effusion was seen, but good blood pressure noted throughout. Anticoagulation was reversed and the patient was monitored and scanned for the next 30 mins. The guidewire was then retracted and the patient was monitored again. Once satisfied that there wasn't any active bleeding, the patient was woken up and taken to the ward. The patient was fine when the consultant left later that evening. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).